Event description:
I am insulin dependent and use a free style libre 3 plus sensor for monitoring. I was notified that the 6 new sensors I have are in a recall due to inaccurate readings. I was informed to discard the 6 sensors and that I need to request replacements. The serial number I have on all six is: (B)(6). Problem on recall states it does not read accurately for low readings. Health effect code: 4582. Device problem code: 1420. Reference reports: mw5180629, mw5180630, mw5180632, mw5180633, mw5180634.